Event description:
Procedure: bullectomy. According to the rptr: on the second firing, staples were malformed. The surgeon tried firing eight times but the same problem kept occurring. They converted to open surgery and the operation was completed with another instrument. The malformed staples were retrieved from the cavity.